Event description:
Related manufacturer reference number: 2017865-2022-21344. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). The ICD was explanted and replaced in a procedure on (B)(6) 2022. During procedure, it was noted the atrial lead had insulation damage. A repair kit was used to address this and restore normal parameters. There were no patient consequences.